Event description:
After medical review of this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device report tree. This case was reported on 16-september-2011 by a consumer - local reference (B)(4). This case involves a female patient who was treated with poly-l-lactic acid (sculptra) 4 vials on (B)(6) 2010 and 2 vials on (B)(6) 2011 for neck wrinkles. On an unspecified date, this patient noticed several lumps at the injection sites. She consulted the ear, nose and throat department for further evaluation. Nodules were diagnosed and surgical excision was performed for one of the lumps. At the time of this report the patient had not recovered. Significant/relevant medical history: none. Relevant concomitant medications: none. Action taken: not applicable. Corrective treatment: surgical excision for one of the lumps. Outcome: not recovered / not resolved.